Event description:
Infection resulting in explantation.

Manufacturer narrative:
Infection was reported as the reason for explantation.update/correction to sections b1, b2, b5, d6b, h2 and h10.

Manufacturer narrative:
Infection was reported as the reason for explantation.

Event description:
Infection.